Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient was experiencing weakness on both lower extremities and muscle spasm. It was also reported that the battery did not work anymore. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was physician's preference. No device malfunction was suspected. It was noted that the patient's symptoms were not device related. The reason for the lead replacement was lack of coverage.

Event description:
A report was received that the patient was experiencing weakness on both lower extremities and muscle spasm. It was also reported that the battery did not work anymore. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing weakness on both lower extremities and muscle spasm. It was also reported that the battery did not work anymore. The patient will undergo an ipg and lead replacement procedure.